Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service & repair evaluation: during decontamination, it was reported the ratchet set screw of a reduction forceps fell out. The repair technician reported the device was missing a pin. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: pin. The item was repaired per the inspection sheet, passed synthes final inspection on 10-dec-2019 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. The finalized service record will be archived in the tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part number: 399.098, lot number: t155443, manufacturing site: tuttlingen, release to warehouse date: 05-feb-2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during decontamination, the ratchet set screw of a reduction forceps fell out. It is unknown if there was a procedure and patient involvement. This report is for one (1) reduction forceps w/serrated jaw-medium handle-soft ratchet. This is report 1 of 1 for (B)(4).